Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pulse generator change out, it was noted that the right ventricular lead had an insulation abrasion. The lead had no electrical issues during pre-op check. The physician successfully repaired the lead with medical adhesive and using a suture sleeve. The patient was stable and would continue to be monitored.